Event description:
A remstar plus c-flex device was returned to the third-party service center in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no initial alleged complaint found. During the evaluation of the device, the third-party service technician observed visible foam particles inside the blower kit and blower foam degradation. The device had dust fail contamination. Additionally, the service technician also noted an error codes e053 (err_comp_log_sem_timeout), e063 (err_stuck_knob_key), e065 (err_stuck_encoder_a), e007 (err_software), e066 (err_stuck_encoder_b) present. The device was scrapped by the service center after the evaluation was completed.